Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door was not detected on the bus, and the medcart cable was disconnected at the station. A field service engineer replaced the new medcart cable and tightened all other cables into a communication sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the tower door was not detected on the bus and the cords were damaged, which hindered users from accessing medications for a patient. This incident caused a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.